Event description:
Respiratory therapist reports that when a metered dose inhaler is attached to the drug delivery system, the fit is such that the metered dose inhaler cannot be activated. Therefore, the pt may inhale as hard as they would like but cannot obtain any medication. There seems to be a device problem with the fit.